Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 42 mg/dl. Customer wife mentioned her husband has been in the 55's blood glucose reading and he had to use glucagon. The customer healhcare provider informed the wife about the low blood glucose reading. Customer was 42 mg/dl when he woke up from bed and his body jerking. The patient planned on treating by eating food. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.